Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name ; product ID 97754, serial: (B)(6) product type: 0213-recharger the country of the event is br codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharge system, when connecting all its components to the same charge, the charger does not show any signs of life. Nothing lights up on the screen. A video was provided that showed the recharger not turning on when the button was pressed. The recharge system was not charging. There were no known environmental, external, and patient factors that may have caused the event. It was unknown what was done for diagnostics/troubleshooting. For interventions taken, material exchange was carried out. The issue was resolved at the time of the report. No patient symptoms or complications were associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function nor did the event lead to or extend patient hospitalization. No injury resulted from the event. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
H2 device evaluation: analysis of the recharger found a damaged recharge board. H6: please note that method code b17, result code c20, and conclusion code d14 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.